Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was crack and glitches/freezes randomly. Additionally, it was reported that a cartridge was leaking. Customer was hospitalized with elevated blood glucose (bg) levels of 650 mg/dl which was addressed by delivering a correction bolus. Reportedly, the customer continued to use the pump for insulin therapy. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.